Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), barlow's valve, and a significant lateral posterior prolapse for a mitraclip procedure. Due to the barlow's valve and significant prolapse, there was a lot of interaction with devices during the procedure. The first clip passed gripper check during device preparation and gripper orientation. There was a lot of device interaction with the prolapsed segment of the valve during positioning. After five grasping attempts, the posterior gripper could not lower. Troubleshooting was performed, such as; recycling the lock and retesting the grippers. The clip was removed and tested on the back table, and the issue persisted. Tissue was noted on the clip when the device was removed. The clip was replaced. One xtw clip was deployed. An xt was attempted to be implanted, but the clip opened during establish final arm angle (efaa). The clip slowly opened from 20 to 40 degrees , and then slowly to 50-60 degrees. Multiple troubleshooting attempts were performed. The clip was removed, which was noted to be difficult due to interaction with the grippers and shaft of the cds. Possible tissue damage occurred. After removing the xt, a loss of column was observed from the steerable guide catheter hemostasis valve. Additional aspiration was required, but the column could not hold. The sgc was replaced and an xtw was implanted. The mr was reduced to grade 2.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported leak (loss of fluid column) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak. The reported unexpected medical intervention was a result of case-specific circumstance as additional aspiration was required due to the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.